Event description:
It was reported that the lead had high thresholds and was unable to be repositioned due to scarring. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Distal conductor distorted. Several conductors (not obstructed), outer tubing overlay and helix mechanism (sleeve head) had blood/body fluid. Out insulation breached cut. Partial lead in segments returned and analyzed.